Manufacturer narrative:
A component of the superdimension system, the pt sensor triplet, was removed from the system and the site was planning to return it to superdimension for analysis. A new pt sensor triplet was sent to the site as a replacement. Superdimension has asked the site on three occasions to return the pt sensor triplet. However, at this time the pt sensor triplet has not been returned. If the pt sensor is returned, an analysis will be completed and a follow-up MDR submitted. There have been no other issues at this site reported.